Event description:
During an unrelated procedure, the right atrial (ra) lead was unable to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of a lead connection issue was confirmed. Septum material was observed inside the right atrial set screw hex cavity, and the set screw was completely stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.